Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review could not be performed as the complaint lot number was not provided. The product was not returned; therefore, the reported failure could not be duplicated. Based on customer description that the cap was leaking, it is possible that the leaking occurred in the proximal hub assembly of the catheter or in the enteral feeding adapter of the set. There are proper design controls that address these potential failure modes. Based on the provided information, no product being returned and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the cap of a ultrathane wills-oglesby single lumen percutaneous gastrostomy set did not tighten securely; it was leaking. The customer obtained a cap from another set. There are no reported patient consequences. The device is not available for evaluation.